Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the stapler locked on the appendix and could not be removed. Tissue had to be resected at staple cartridge and pried off.

Manufacturer narrative:
(B)(4).